Event description:
It was reported that the external pulse generator had no output and it was further requested that it receive its annual test and calibration. The generator was returned for service. It was indicated that there was no patient involvement associated with the event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirm the customer comment of no output. Analysis did find that the upper and lower cases, high rate cover and side bail covers were broken and that the main clear cover was missing. (B)(4).